Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the device did not have any malfunctions. The manufacturing history was reviewed, with no irregularities noted. Omsc concluded that the reported burn of the user occurred since the user abdomen was touched with the grasping section and probe tip which were hot after activating. The instruction manual of the subject device already cautions; since the temperature of the tip probe rises with continued use of the instrument, ensure that it does not come in contact with non-target tissue. Otherwise, a burn may occur.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During an open gastrectomy, the subject device was used. When the user changed the patient body position, the distal end of the subject device came in contact with the abdominal region of the user, so the user got a minor burn. The user disinfected the subject device and completed the procedure with it. The user commented that there is no problem concerning a burn.